Event description:
The customer tested her blood glucose one morning using her breeze2 meter and received a reading of 191 mg/dl. The customer had symptoms of hypoglycemia, so her daughter called paramedics. Paramedics tested her glucose at 90 mg/dl. The customer was taken to the hospital where her blood glucose was tested at 50 mg/dl. It's not known what type of treatment the customer received at the hospital. While troubleshooting the customer's system, it was discovered her test strips had expired in february. No product will be returned.